Event description:
It was reported that the physician's dell x50 was no longer holding a charge and the physician requested a new handheld. The handheld in question was returned to MFR for analysis. Analysis revealed no anomalies associated with the handheld and main battery performance, and the device performed according to functional specifications. It was noted that the power cable was not returned for analysis and since this portion of the device was not returned for analysis, the power cord is not able to be ruled out as the cause of the reported problem. Good faith attempts to obtain the power cord for analysis are currently underway, however, the cord has not been returned to date.